Event description:
The surgical technician prepared the hydroset material per the manufacturer's recommendations under the direct observation of a stryker representative. The product did not set up properly. There was a slight delay in the application of the bone substitute while a new hydroset material was prepared and used. The second product was prepared in the exact manner of the first. The hydroset was set to the correct consistency and applied. It is unknown if the second unit was from the same lot number or not. There was no harm to the patient.